Manufacturer narrative:
This report is related to report # 3004939290-2023-03239. The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a (4) 6/7f mynxgrip vascular closure device (vcd) would not deflate, even when tested during prep. The balloon was not fully deflated. Hemostasis was achieved by manual compression greater than thirty minutes. There was no reported patient injury. One mynxgrip was used after procedure and the balloon did not deflate. Then another mynxgrip had the same thing happen. Then they tested two more devices and noticed the balloons were not deflating. The physician instructed to grab another mynxgrip from another lot and had no issues. The mynx vcd was used in a diagnostic angiogram procedure with an antegrade approach. The deployer is mynx trained and certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices were discarded; therefore, they will not be returned for evaluation. Four sterile devices will be returned for analysis.

Manufacturer narrative:
This report is related to report # 3004939290-2023-03239 a review of the manufacturing documentation associated with lot f2235503 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This report is related to report # 3004939290-2023-03239. Complaint conclusion: as reported, the balloon of a (4) 6f/7f mynxgrip vascular closure devices (vcds) would not deflate, even when tested during prep. The balloon was not fully deflated. Hemostasis was achieved by manual compression greater than thirty minutes. There was no reported patient injury. One mynxgrip was used after procedure and the balloon did not deflate. Then another mynxgrip had the same thing happen. Then they tested two more devices and noticed the balloons were not deflating. The physician instructed to grab another mynxgrip from another lot and had no issues. The mynx vcd was used in a diagnostic angiogram procedure with an antegrade approach. The deployer is mynx trained and certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices were discarded; therefore, they will not be returned for evaluation. However, four sterile 6/7f mynxgrip vascular closure device (vcd) were returned inside its packaging for investigation. During the visual inspection of the received devices, they showed that the shuttles were engaged to the black handles with the stopcocks opened. In addition, the syringes were returned inside the packaging. An inflation/deflation test was performed on the returned devices to ensure the functionality of the balloon according to the instructions for use (IFU). No anomalies were observed. Additionally, the balloons were inspected using a vision system to obtain a magnified image. The product history record (phr) review of lot f2235503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events ¿balloon-deflation difficulty¿ could not be confirmed as the devices were not returned for analysis. Additionally, the events were not confirmed through analysis of the sterile devices since there were no anomalies noted. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the deflation issue reported. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review, nor the product analysis of the sterile devices received suggest that the reported failure could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.